Event description:
It was reported that during a preventative maintenance, the draeger fse saw that no alarm was given when the cf thresholds (high and low) were passed. The other alarms were working fine. The monitor came back to normal behavior when the fse upgraded the monitor to vf2.3. There was no pt injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.